Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up an ultrasound showed an unknown endoleak. No intervention was done and the patient was scheduled for a CT scan. The CT scan showed a proximal type 1 endoleak which was attributed to disease progression and proximal neck dilatation. Currently the aneurysm measures 8.0cm. The physician planned on placing a 7cm aortic cuff with a snorkel of the left renal; however, the physician was unable to get a sheath in the left renal which would have provided 12 mm of seal. No further intervention was performed at this time. The patient was brought back and the stent graft was explanted. The physician cut the endograft at the level of the aortic bifurcation and used a 22x11 hemashield graft. The iliac portions of the endograft were left in place but bypassed with the limbs of the hemashield graft which were sewn to the external iliac arteries. The patient tolerated the procedure well. No additional clinical sequelae were reported and the patient is fine. Review of returned films 3.5 years post-implant showed that the bifurcate is approximately 2cm below the renals, and there is a proximal type I endoleak. The stent graft proximal graft od is 34 x 39mm. There is little remaining proximal neck. The maximum diameter aaa measures 7.7cm. Earlier follow-up images were not provided. The cause of the stent graft migration, leading to the type ia endoleak, appears to be due to disease progression.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: stent graft migration, endoleak. Disease progression. Conclusion: stent graft migration, endoleak. Disease progression.